Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid leaked from an unknown area. The patient reported not receiving an alarm prior to or after the leak. The patient stated that there is fluid on the mattress and floor. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported there looks to be no damage to any of the tubing on cassette or leak on any of the solution bags. The patient drains out to a bucket but no damage or leaks were found. The patient was advised to use of their cycler with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak after ending their pd treatment. Fluid leaked from an unknown area. The patient reported not receiving an alarm prior to or after the leak. The patient stated that there is fluid on the mattress and floor. Fluid was not discovered in the pump module area or on the external of the cassette. The patient reported there looks to be no damage to any of the tubing on cassette or leak on any of the solution bags. The patient drains out to a bucket but no damage or leaks were found. The patient was advised to use of their cycler with new supplies and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated they have not been made aware of the event, however, confirmed the patient has not reported development of any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event.